Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance on the right ventricular (rv) lead. It further reported the rv pace/sense showed high impedance for about 11 months but during followup check impedances showing was normal. The device was disconnected and lead tested. It was noted the setscrew was not fully inserted. The lead was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.